Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. During evaluation, the cause for the reported event was isolated to an incorrectly configured memory card

Event description:
Related MFR number: 3004936110-2018-00936. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.